Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead extraction unrelated to any lead or device issue, the lead came apart at the proximal end of the rv coil. The physician attempted to snare the lead but decided to leave the proximal end in place. The lead was not replaced. No patient complications have been reported as a result of this event.